Event description:
During the typical afl procedure, there was a procedural delay due to a contact force and display issue. The contact force was not registering, and the location of the catheter appeared incorrect. The connections were checked, the ethernet cable and tactisys were replaced, but the issue persisted. The tactiflex cable and cable between the tactisys and ampere were replaced, but the issue persisted. The catheter was replaced, and the procedure was completed with no adverse consequences to the patient.